Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In early (B)(6) 2016, an amplatzer duct occluder (ado) was selected for use in a vsd closure case and was deployed via femoral access until positioned at the vsd. Per report, the position was not ideal and the ado frequently slipped into the rv, requiring recapture and redeployment more than four times. During the last attempt, the ado was retracted into the rv and prematurely detached from the delivery cable, at which time the ado embolized into the left pulmonary artery. Multiple unsuccessful attempts were made to recapture the ado. One week later, the patient was referred for surgical removal of the ado. Per report, the patient is stable.